Manufacturer narrative:
Corrected/updated date due to a clarification of the event. B5: describe event or problem updated. H6: device code added. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that a 71-year-old patient with a 7300tfx25 valve implanted in mitral position underwent re-intervention for a valve-invalve replacement after seven (7) years and three (3) months due to calcification causing limited motion of lateral leaflet leading to stenosis (mean gradient of 7 mmhg). As reported, the patient was presenting dyspnea on exertion (ii-iii). A 26mm sapien 3 valve was implanted within the edwards surgical valve. The patient was discharge back home in the following day.

Event description:
Per the report received from thailand, edwards received notification that a 71 years old patient with a 7300tfx25 valve implanted in mitral position underwent re-intervention for a valve-in-valve replacement after seven (7) years and three (3) months due to limited motion of lateral leaflet leading to stenosis (mean gradient of 7 mmhg). As reported, the patient was presenting dyspnea on exertion (ii-iii). A 26mm transcatheter valve was implanted within the edwards surgical valve. The patient was discharge back home in the following day.

Manufacturer narrative:
H11: additional narrative. The subject device is not available for evaluation as it remains implanted in the patient. As per review of CT scan imagery, "mitral valve prosthesis in situ with leaflets closed (ventricular systole) was observed, it was unable to comment upon leaflet mobility. There appears to be minor calcification, predominately affecting one leaflet." The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.